Event description:
It was reported that the intensive care unit (ICU) nurse stated they stopped using the arctic sun device on patient due to the patient temperature dropping. Device was turned off, but according to the caller they stopped therapy and got alert 03 (water reservoir low), alert 07 (empty pads not complete) and alert 02 (low flow). They were unsure what to do next. Had them disconnect pads and place device in manual control, system hours 846, pump hours 441, inlet pressure (ip) was -8.1psi, circulation pump command (cpc) was 0 percentage, flow rate (fr) was 0). Device then alerted low internal flow. They will send this device to biomed. Per sample evaluation results on 19feb2025, the pressure transducer o-ring was torn.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. The device was evaluated upon receipt. Alarm 2. Filling the reservoir is very slow to suck the water. Alarm 2 pops up during the tank sanitization. Alarm 41 also pops up during the initial evaluation. The inlet pressure is showing -7.6 in normal internal pressure when turning the stat on. Replaced pressure transducer. The pressure transducer o-ring is torn. Troubleshoot by replacing the o-ring but still showing above -7.0 psi. Replaced pressure transducer o-ring. Circulation pump was serviced. Passed all the testing and is now ready for used. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intensive care unit (ICU) nurse stated they stopped using the arctic sun device on patient due to the patient temperature dropping. Device was turned off, but according to the caller they stopped therapy and got alert 03 (water reservoir low), alert 07 (empty pads not complete) and alert 02 (low flow). They were unsure what to do next. Had them disconnect pads and place device in manual control, system hours 846, pump hours 441, inlet pressure (ip) was -8.1psi, circulation pump command (cpc) was 0 percentage, flow rate (fr) was 0. Device then alerted low internal flow. They will send this device to biomed.